Event description:
Prior to implant, the device was interrogated in the box and rf communication was lost. The device was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of no rf telemetry could not be confirmed. The device¿s rf telemetry was normal throughout testing in the laboratory. The cause of the reported field event could not be determined.